Manufacturer narrative:
Date of event: date of event is unknown. The information received indicated that the event occurred either in 2018 or 2019. Therefore, a date of (B)(6) 2018 was entered.

Event description:
It was reported that a stent dislodged inside the patient. A synergy drug eluting stent was advanced to a calcified lesion, but the stent came off the balloon before placement. It was noted that this led to hesitancy using the synergy stent. It was noted that even though the occurrence was considered rare, and likely due to the highly calcified vessel, it was considered to be a big deal because the stent had to be retrieved. The procedure was completed and no patient complications resulted in relation to this event.